Event description:
The patient developed abscesses after being treated with zyplast. Follow up findings: per the physician's office, the symptoms developed four months after the treatment. The physician prescribed oral prednisone to treat the symptoms.